Event description:
It was reported to boston scientific corporation in 2006, that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (patient gender, age, and weight unknown). According to the complainant, "the balloon popped on the second sweep of the bile duct." The procedure was completed with another extractor rx retrieval balloon. No patient complications were reported as a result of this event. The patient's condition at the completion of the procedure was reported as fine.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.